Event description:
It was reported that an alarm was heard and confirmed by telemetry. A critical alarm was sounding due to a motor stall. The stall was constant. It was also noted that a reset had occurred, the pump was in safe state, and stopped pump period may exceed tube set. The patient had heard the alarm for approximately one week. The patient had undergone a MRI in 2009, and did not return to the clinic to have the pump status checked. The patient was experiencing a change in therapy effect with symptoms of nausea, vomiting, and headache. The pump was replaced. No patient outcome was reported. The pump contained fentanyl and bupivacaine.

Manufacturer narrative:
Results - refers to the catheter. Final device analysis of the pump revealed a reliability non-conformance; s2 motor feed thru corrosion. The battery voltage was low (1.46v) due to chips during the milling. The motor pass the constant load testing. There was high impedance output testing. M1 shorted to case. Hybrid testing noted resets in less than one second at 24,000 ul/day. The pump only ran at 1000ul/day with no resents. There was white residue noted on gear wheel three. No motor stall was noted. Real time x-ray confirmed propellant. There was head pin residue; the roller turned freely. Motor free thru m1 had residue bridging across the glass to the outer gold causing resets. Final device analysis of the catheter revealed no anomaly found; acceptable catheter testing. A 7.5cm sutureless connection to the pin and 2cm piece of catheter was the segment of catheter that was returned.